Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician performed rotational atherectomy in the lad, pre dilated with a quantum maverick balloon catheter and deployed a taxus stent. The physician then attempted to deploy a second stent distal to the first but was unsucessful. Attempts to cross with a liberte 2.75x16 were unsuccessful and while pulling back resistance was encountered near the taxus stent. Upon removal of the liberte, it was noted that the stent had dislodged. Attempts ot locate the stent under fluoroscopy were unsuccessful. The physician used another manufacturer's balloon catheter to dilate the artery.